Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: altrx +4 10d 32idx52od; delta cer head 12/14 32mm +5; unknown femoral stem.

Event description:
Patients thr was implanted on (B)(6) 2015. It was reported that patient had a previous revision due to disassociation which the liner, head and 2 screws were removed. Patient again returned to or for the 3rd time due to cup was vertical. Cup, liner, head were removed and stem was left in place. Doi cup: (B)(6) 2015; doi head and liner: (B)(6) 2017; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.